Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported when infusing cytarabine the user noted that the texium adapter completely disconnected from the tubing. Although requested there is no other event details provided by the customer at this time.